Event description:
Patient had a new medline 8fr foley placed at approximately 1330 today. At approximately 1510, bedside rns needed to draw a urine sample from the leur-lock sampling port on the foley tubing. After obtaining specimen, while removing the leur-lock device from the sampling port, the entire sampling port broke out of the foley, leaving an open hole in the catheter tubing. Two rns were present for the specimen collection and can confirm that proper process was utilized when accessing the port.